Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was pinched in the door and contained no fluid. This is a known cause of the air in line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during the initial drain while the patient was connected. The registered nurse stated that the patient line was pinched in the door and there was no fluid in the patient line. The technical service representative assisted in ending therapy and advised the to start over using all new supplies. The technical service representative reviewed proper procedures per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.